Event description:
The drx-evolution overhead tube crane (otc) moved downward after a power loss at the hosp. There was no pt injury, the pt was able to move to the side without having been contacted by the otc.

Manufacturer narrative:
Our investigation identified the root cause of this issue as the counterbalance (cb) not adjusted properly. The field service engineer (fe) readjusted the cb at this customer site to resolve the issue. This adjustment was considered complete as the service instructions are clear and fes received training on this task.